Event description:
It was reported that this patient with an implantable device received multiple inappropriate shocks for supraventricular tachycardia after the elective replacement indicator (eri) was declared. The shocks occurred during a sailing competition. Upon a device data review, it was determined that the patient's poor rhythmid matching score resulted in the inappropriate therapy delivery. Additionally, noisy signals were observed in the shock channel. Boston scientific technical services (ts) was contacted and provided reprogramming options to resolve the event. The physician subsequently elected to surgically explant and replace the device to resolve the event. The newly implanted device was also reprogrammed to prevent further inappropriate therapy. It was stated that the explanted device will not be returned for evaluation. The patient was stable with no additional adverse effects.

Event description:
It was reported that this patient recently received five inappropriate shocks after this implantable device entered the elective replacement indicator (eri). Further details have been requested regarding the specific device details and healthcare facility information, but a response has not yet been received. At this time, the device remains implanted and no additional adverse patient effects were reported.